Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) or erbe due to error c34. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed, and the reported error was not confirmed using the system logs. Upon visual inspection, an issue was identified that may be related to the reported event. During testing, the unit displayed an error code upon startup; however, a review of the log showed other recorded errors. The root cause could not be determined. However, the cause is likely due to an electrical component failure within the erbe.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that the integrated electrosurgical unit (iesu) or erbe generator displayed error m-11. Tse had the user power cycle the erbe generator, but the error persisted. The user then switched to a spare generator and continued the procedure as planned. No known impact or patient consequence was reported.